Event description:
An occlusion alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to perform various troubleshooting steps, including adjusting and testing the tubing connections and administering specific bolus doses, which were completed successfully. Ultimately, the customer was advised to replace supplies as needed and continue with their insulin regimen.